Manufacturer narrative:
(B)(4). This device was not able to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency department after experiencing a syncopal episode. Device interrogation found noise on the rv lead that was detected inappropriately as ventricular tachycardia (vt). Lead measurements were within normal range, but the pacing rate was 30 bpm due to the oversensed noise. Fluoroscopy found no evidence of a lead fracture. The physician was able to reproduce the myopotential oversensing, so a revision procedure was performed. This rv lead was surgically abandoned and replaced. The patient requested for the pacemaker be changed to a single chamber device during the procedure and this was done. There were no patient complications associated with the reported incident.